Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine inspection the cs100 intra-aortic balloon pump (iabp) unit machine was turned on, an error is reported for automatic inflation. After the failure, the hospital no longer used the equipment. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate. The fse identified the issue and replaced the manifold drive. The iabp passed functional and safety tests and was returned to the customer for use.